Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient stated they hate their unit. Patient stated sometimes they can't stand the stimulator and they want to feel that buzzing so they can relax and know if the stimulator is working or not. Agent understood patient was referring to the stimulation. Patient mentioned they have trouble with their hands and feeble fingers and it's clumsy stuff when trying to charge their equipment. Patient said the implant is not working as quickly as they want it to and when they shut it off to see how far they can go without it, the pain will give them a migraine and it doesn't feel like the stimulation shuts off and continues for a long time to still vibrate on the inside of them. Patient added some days they get more frustrated with their implant and don't feel the relieve of pain. Patient asked if there was a way to put their old equipment on the outside to work with their current implant; agent reviewed information with the patient. Patient reported that they tried to call their mdt rep and their doctor even sent a message but they did not get a response; t hey wanted guidance on this matter. Patient is unhappy with their external equipment and how the communicator constantly dies on them when they go to use it; patient stated the communicator does not tell you when it needs to be charged. Agent documented the reported information. Additional information was received from a patient regarding an implantable neurostimulator. The reason for call was patient stated they prefer their old device to their current device. Patient stated that they are not looking forward to having another surgery and having to take everything out. Patient noted that process was totally painful and that they had to have all their cords ripped out. Patient mentioned that they have to have their implant in the front of their body because they cannot reach their back in order to charge properly. Patient noted that they gave their current implant a year and are not happy with it; they prefer their previous implant which agent understood to be restore. Patient stated that they have problems with adhesions and that they cause the patient serious pain. Patient asked about future implants and if any would use less equipment; agent reviewed information with the patient. Patient reported that they would prefer to go back to restore and asked if that would be possible; agent reviewed that medtronic is no longer implanting patients with restore. Patient stated that one thing they do not like about their current equipment is that their handset is a phone and that it cannot be used as anything else. Patient stated that they miss the equipment that was battery operated for when they were in severe pain; patient never wanted vanta but they thought they could handle that implant the best. Patient mentioned that it takes 2 hours to shut their current implant off and to feel nothing; patient added that they still feel pain when their implant is on and that they are really annoyed and find the process tired-some. Patient followed up saying that you should put your finger in an electrical socket and see how you feel; that is how the patient feels with their stimulator. When asked for an event date; patient noted that the issues started a couple years ago. Agent documented the reported events and information.

Manufacturer narrative:
Event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. Patient reiterated previous complaints about how they do not like the new unit, as they have to carry around two units instead of one (understood to be the handset and communicator). Patient reported it takes too long for the phone to connect to the communicator and they cannot tell when it needs charging until it is in use. Patient reported it is hard to turn off to save charge. Patient noted they preferred their old unit and batteries especially if not near electrical service. Patient also noted the process sometimes jams.